Event description:
It was reported that during procedure, when the console was turned on, there was a burning smell and the console shut down automatically. There were no procedure and patient outcome reported.